Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the distal portion of the lead was returned, analyzed. And the distal conductor of the lead developed a fracture due to flexing while in vivo. Concomitant medical products: 5076-45 lead, (B)(6) 2006. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was found to have low lead impedance on the pace/sense line. The shock coils of the rv lead was found to have unstable impedance. The rv lead was extracted and a new lead was successfully implanted. No patient complications have been reported as a result of this event.